Event description:
During midline placement, microez microintroducer with vessel dilator inserted without complication into pt's arm, with proper technique. Introducer sheath is meant to break away once midline catheter is in place; one side of the front end of sheath that is held during breakaway portion snapped off of the sheath, leaving the sheath still in place, however without the portion to hold intact. Remainder of the sheath was able to be removed without complication. FDA safety report ID # (B)(4).